Event description:
Customer reported via phone call of receiving a battery out limit alarm and was not able to clear due to buttons not responding. Customer's blood glucose was unknown. Customer reported that insulin pump was exposed to humidity. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with normal operating currents no unexpected battery out limit alarm during testing noted. Pump received with intermittent button response and button error alarm due to corroded keypad traces. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.